Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2023, it was reported that the infusion set's tubing got detached close to site location while sleeping. The site location was left side of patient's abdomen and the pump was in the right pocket. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity.  Moreover, the patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.